Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused when running preventive maintenance (pm ) testing in the clinical engineering shop. The test was set for 40ml/hour and a vtbi of 20 for a total of 30 minutes, device infused over 21ml of distilled water and failed infusion test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter e-mail: was ni should be (B)(6). Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an over infusion did not occur. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification and no correction needed. Should additional relevant information become available, a supplemental report will be submitted.